Manufacturer narrative:
E1 facility name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: customer allegation was caused by a component failure of the electronical component. Universal cord was broken, a component failure of the universal cord. The light guide (lg) bundle was yellowed, a component failure of the lg bundle. Handle was dirty, a component failure of the main body. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had blackout during inspection for use. There were no reports of patient harm.